Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Event description:
It was reported that the subject device had a broken stop screw of the optic coupling. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported, that the subject device had a broken stop screw of the optic coupling. The procedure was diagnostic. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. And since, the device malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.